Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: (B)(4) implantable pacing lead, implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient went to the emergency department due to experiencing dizziness, nausea, low oxygen saturation and hypotension. It was also reported that the rv lead showed undersensing and had a loss of capture. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the lead dislodged and was repositioned into a new location, rv low septum. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.